Event description:
It was reported that the user attempted to announce a meal on the ilet device, became unsure of the steps, and inadvertently initiated a rewind, after which support guided the user through disconnecting tubing and returning to the home screen to announce the meal; this was characterized as an improper or incorrect procedure with reference to the plunger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, while a usage problem was identified consistent with user handling error. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.